Event description:
Procedure:unk. Reportedly, the instrument jammed on tissues. A resection on each side of the tissue was done to release instrument. After the another instrument was used to complete the procedure.